Event description:
The customer reported that parts of the jaw fell into the pt cavity and had to be removed. There was no pt injury, no extension of the operating time, no blood loss, no extension of the incision, no change in the operation and no loss or damage to tissue. The surgeon used another (B)(4) from a different lot number to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regards to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.